Event description:
The cardiotocograph was used on an antenatal patient with reduced fetal movements at 39+1 weeks. The dawes-redman criteria were met after 20 minutes and the cardiotocograph was discontinued. The mother had an emergency caesarean birth the following day. Baby was in poor condition, severely anaemic at birth and died around 6 hours later. Feto-maternal haemorrhage was confirmed on kleihauer. On visual retrospective review of the cardiotocograph that met dawes-redman criteria the day before birth, a sinusoidal pattern was identified. The dawes-redman analysis had not detected the sinusoidal pattern. Sw version 19.4.1.